Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer has had multiple site failures with the infusion and sensor sets. Customer is too skinny and it doesn't work. Caller stated that they popped out and the customer has had at least 6 sensor and site failures. Caller reported the infusion set cannula is bent. It was found that the customer sits down during infusion set insertion. Caller mentioned the customer having a blood glucose reading of 249 mg/dl and after a set change, his blood glucose was high at 280 mg/dl. Caller does not have the pump to troubleshoot for the high blood glucose. Caller reported that the customer's blood glucose was over 500 mg/dl when she was going to get him to the doctor's office. Caller stated that they said it was a site failure and the customer had a bent cannula. Caller stated that the issue happened twice and all the other times, the tubing, reservoir, and cannula seemed fine but customer had high blood glucose readings over 300 mg/dl.